Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) (upn is unknown) was being used for the purpose of administering medication for advanced stage parkinson's disease.according to the complainant, on (B)(6) 2011 the j-tube kinked. The nurse reported the j-tube cannot be rinsed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.